Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with defibrillation electrodes. The customer reports that a patient was scheduled for a cardio version due to a-fib. Once the patient was prepped, the physician was paged to come and perform the cardio version. Once there, he checked the placement of the pads and proceeded to cardiovert the patient set at 150j. The device was discharged and at that point there was sparking from the pad area. A new pair of pads were then put in place removing the pair that sparked. The second attempt was successful. The patient was examined for burns post procedure and there were no signs of a burn. The nurse did a last check of his chest prior to discharge and no signs of a burn were noticed.